Event description:
On (B)(6) 2018, specialty appliances received a letter from a patient's parent stating that her son swallowed a broken part from a herbst appliance. The letter stated that the incident occurred on (B)(6) 2017. On (B)(6) 2017 the patient was seen in the emergency room. An x-ray showed a metallic structure overlying the upper right quadrant of the abdomen. On (B)(6) 2017 the patient developed a fever and stomach cramps. On (B)(6) 2017 a second x-ray was taken and it was confirmed that the metallic structure passed.